Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated.. The image intensifier bumper connection was repaired during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system had lines in the images and a bumper error message. No pt injury was reported.